Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ insulin syringes foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: my insulin syringes sometimes have a clear liquid equivalent to a drop of one millimeter in diameter.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Three photos of 0.3ml bd insulin syringes from lot# 0286306 were provided. The customer reported that there is liquid in the syringes. The photos were examined, and it was observed that a transparent material was present inside the syringe barrel. A review of the device history record was completed for batch# 0020548. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure based on the photos received (fm). A definitive root cause cannot be determined.

Event description:
It was reported while using bd ultra-fine¿ insulin syringes foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: my insulin syringes sometimes have a clear liquid equivalent to a drop of one millimeter in diameter.